Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 512 mg/dl on (B) (6) 2010 at 2:00pm. He changed the infusion site and found the connector needle was bent. He changed the infusion set and bolused through the infusion device. His normal blood glucose range is 90-150 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.